Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. Vascular access was obtained via a femoral artery and a contralateral retrograde approach was utilized. The 80% stenosed target lesion was located in a moderately tortuous and severely calcified left common iliac artery. The 7.0mm x 60mm express ld vascular stent system was advanced into the patient and after crossing the left iliac, the stent moved on the balloon distally. The stent was then deployed in an unintended location to avoid dislodgement. The procedure was completed with a 7.0mm x 60mm self-expanding non-bsc stent. No additional patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: analysis of the returned device revealed two kinks on the shaft of the device. The first kink was located 54mm (shaft inside the balloon) and the second kink was located 154mm, all proximal to the tip of the device. There was no stent on the balloon. The balloon was folded and wrapped around the shaft of the device. The balloon material was severely creased therefore it was not possible to see a clear impression of where the stent was originally crimped onto the balloon. It was not possible to pass the device over the guide wire due to the kinks noted in the shaft. It was not possible to insert the device through the sheath due to the damage noted to the shaft. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause classification of this investigation is user/use error. Highly calcified lesion is contraindicated in the dfu. (B)(4).

Event description:
It was reported that during a stenting treatment procedure the stent moved on the balloon. Vascular access was obtained via a femoral artery and a contralateral retrograde approach was utilized. The 80% stenosed target lesion was located in a moderately tortuous and severely calcified left common iliac artery. The 7.0mm x 60mm express ld vascular stent system was advanced into the patient and after crossing the left iliac the stent moved on the balloon distally. The stent was then deployed in an unintended location to avoid dislodgement. The procedure was completed with a 7.0mm x 60mm self-expanding non-bsc stent. No additional patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).